Manufacturer narrative:
User facility personnel reported that following a completed processing cycle an employee removed the s40 cup from the system 1e processor and threw it into the trash. The employee stated the s40 cup emitted a strong odor and another employee put the s40 cup under a hot water faucet to rinse it out causing the smell to worsen. A steris service technician arrived onsite to inspect the system 1e processor. The technician reviewed the cycle printout subject of the reported event and confirmed the cycle had completed successfully with no issues. The technician inspected the aspirator assembly and found it to be operating properly. The steris service technician ran a diagnostic cycle and two processing cycles and confirmed all cycles completed successfully. The s40 sterilant cups present during the two processing cycles were found to be empty following the completed cycle. No unusual odor was noted. The steris service technician returned the system 1e processor to service. Following the disposal of the s40 sterilant cup in the trash, the employee should not have rinsed out the s40 cup under a hot water faucet. The employee should have followed the disposal procedures in part 3 of the system 1e operator manual. The steris account manager performed in-service training on the proper use and operation of the system 1e processor.

Event description:
The user facility reported strong vapors in the room where the system 1e processor is located. Employees present during the time of the event exited the room. Two employees reported eye irritation and removed themselves to fresh air. No medical treatment was sought.